Event description:
It was reported that an ilet user experienced postprandial hyperglycemia with a blood glucose of 301 mg/dl after announcing a usual meal but consuming more carbohydrates; the user had recently changed a steel infusion set with no reported leakage or site issues, and glucose decreased to 285 mg/dl during the call following correction. Symptoms included no reported clinical symptoms. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included telephone troubleshooting and education regarding meal announcement accuracy and expected correction kinetics. Investigation of this case revealed user-related use error due to incorrect meal size announcement, with the device and infusion set functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal entry rather than a device malfunction.

Manufacturer narrative:
Initial.